Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in canada it was reported that patient faced twelve infusion set tubing leaking issues event on 19-jul-2024. The infusion set was moist/wet and the tubing was having holes like air pockets. No further information available.